Event description:
During a cataract extraction procedure, this phacoemulsification handpiece could not be calibrated. Another handpiece was used to complete the procedure which was delayed approximately 30 minutes.

Manufacturer narrative:
Evaluation summary: this handiece failed the ground impedence test and ground wire separation (electrical) tests. It also failed the excursion (mechanical) tests. This handpiece was replaced.